Event description:
It was reported by a nurse through a company representative that high lead impedance (>10,000 ohms) was encountered at a follow-up appointment. The pt's generator was programmed off due to high lead impedance and was referred for x-rays. Moreover, the pt's mother indicated that she noted a worsening in seizures being that the child does not speak. Further information were received by a company representative indicating that the high impedance was noted to have fluctuated form high to normal value since (B)(6) 2010. Moreover, the pt's reported worsening in seizures remains less than pre-vns baseline. X-rays were received by the manufacturer and remain under review. Furthermore, at the moment lead revision has been planned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.